Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error message when powered on. The clinician cycled power and the error was cleared. The programmer had no further issues and it is still in use. Technical support (ts) suggested that the programmer be sent in for service if there are further issues with the error. There was no patient involvement.